Manufacturer narrative:
An eval of the device cannot be performed as the device was destroyed and was not returned to the MFR. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
The sales rep reports: "a patient was revised due to a loose tritanium cup".